Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2023, explanted:(B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider(hcp) via a company representative (rep). It was reported that the catheter serial number was unknown. The implant date was (B)(6) 2023. The explant date of the pump and catheter was (B)(6) 2023. The cause of no csf from the catheter was not determined. When the patient went into surgery and the hcp couldn¿t get any csf back from the catheter he decided to replace everything. The cause of the pump replacement was not determined. The company representative was not informed of the replacement, so the devices were not returned.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown cath, product type: catheter. Other relevant device(s) are: product ID: neu unknown cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the patient had a good response during the trial phase however after the pump implant the patient did not show any therapeutic effect. They titrated the baclofen dosage, however still without therapeutic effect. The patient was almost due for a refill and the remaining drug was aspirated from the pump reservoir, this volume matched with the expected remaining drug in the reservoir. In addition, it was reported the patient had fluid in the pocket around the pump. This fluid around the pocket contained blood, it was collected and send to the lab.  It was reported an MRI scan and CT scan was performed and the hcp will check the catheter tip placement. Technical services reviewed troubleshooting steps to check the  catheter with a catheter dye study. Additional information was received from a foreign healthcare provider via a company representative. The patient medical history included that the pump was implanted (B)(6) 2023 and they had not seen any improvement from the implant even though they have titrated the doses up to 500mcg per day. There was fluid around the pump and they had withdrew 25ml of serous fluid and had sent it away for analysis. They got the correct amount of drug out of the pump as it was stated was there but the patient did well on the test dose but not since implanting pump. The test dose was 300mcg. The patient remained also on 70ml of oral baclofen because as soon as they try to decrease this dose she becomes stiff and rigid. There had been no therapeutic benefit. The cause of the event remained unknown. The hcp was waiting for the labs to come back for fluid and they were talking about performing a dye study test. The issue was not resolved at the time of this report as the issues were still being investigated. Additional information was received on 2024-may-14 from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the pump and catheter were explanted and disposed of. There was no dye study done. There was no csf from the catheter when tested and the hcp replaced the pump and catheter. It was reported that the fluid around the pump was not drug. The issue had resolved.